Event description:
During a ptca treatment procedure involving a leson in an unspecified coronary artery, the maverick2 balloon ruptured at 6 atms. It is believed that the maverick2 catheter was used to deploy or dilate a bx stent. No information is available regarding calcification or stenosis of the lesion, or tortuosity of the vessel. The number of inflations performed and number of atm's reached per inflation is unknown. The patient was asymptomatic with this event. The introducer sheath size and type used are unknown. A neo's soft (asahi) guidewire, as well as a medtronic zuma 2 guide catheter were used. The type of inflation device used is unknown. The maverick2 balloon was removed and replaced with another maverick2 catheter. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.